Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead ring electrode was not functioning. It caused the rv lead to not sense or capture. When configured in the unipolar orientation, the rv lead would capture and sense. The patient was stable.

Manufacturer narrative:
The reported events of no pacing or sensing were confirmed. As received, a complete lead was returned with a df-4 connector sleeve. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device but failed to insert into the returned and the test df-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.